Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a "ventilator inoperative" alarm condition was observed. The device's flow sensor was found to be contaminated. No repairs were performed. The device was returned to the customer unrepaired as per the customer's request.